Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently, the pump control iq software did not accurately adjust the amount of insulin delivered. The pump control iq feature was turned on; however, customer alleged that the alerts for high or low blood glucose (bg) were not received. Customer's bg elevated to 288 mg/dl and pump did not provide an automatic correction. Issue also occurred when customer's bg was below 51 mg/dl. Pump did not suspend insulin deliveries and customer continued to receive bg readings. Although requested, additional information regarding the low bg was not provided.